Manufacturer narrative:
H3, h6: the returned fighter was visibly bent. With markers attached and fully seated, the fighter displayed a high geometry error. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported there was deformation with the instrument. The procedure was completed by using the navigation/imaging system. There was no impact to patient outcome and no delay in the surgical procedure. Additional information was received that the suspected cause was some sort of force was applied.